Event description:
During a cardiomems implant procedure, the cardiomems sensor stuck to the delivery catheter and begin to move proximally as the delivery catheter was pulled back. A guidezilla guidewire was inserted and used to remove the sensor from the delivery catheter. The sensor then became stuck on the original (roadrunner) guidewire. The physician was unable to release the sensor from the guidewire and it was pulled back with the guidewire into the right atrium where it was released. A snare was then used to pull the sensor out of the body. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).